Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator underwent an atrioventricular node ablation procedure. When programming the device post procedure there were shock impedance measurements of greater than 200 ohms observed. It was determined that the out of range impedances were due to the ablation catheter indicative of electromagnetic interference. Before this was determined however, a commanded shock was performed on the patient. Technical services discussed emi and shock impedance testing. The device remains in service. No adverse patient effects were reported.